Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to numerous distal stent wraps with struts raised. Slight deformation was evident to the distal tip consistent with use of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used during a pci and stenting of the lcx. The lesion was moderately calcified, mildly tortuous and exhibited 100% chronic total occlusion in the mid circumflex (cx) artery. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used during delivery. It was reported that the stent failed to cross the guiding catheter and the stent was deformed. The procedure was completed successfully using a larger diameter device. The patient was reported to be alive with no injury.